Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found with oil contamination and a hose that had been tampered with. If add'l info becomes available a supplemental report will be submitted. Ref (B)(4).

Event description:
Report received from (B)(6) stating that service was required for the device. During service an oil contamination was noted along with a hose that had been tampered with. The device was not being used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.